Event description:
The customer reported that the tracheostomy tube's pilot balloon was leaking. The pt's wife used glue to close the puncture, and it was used for more few days until the physician removed it, and replaced it with another 8lpc.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.